Event description:
It was reported that the lead was removed due to oversensing, multiple shocks, high impedance and lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.